Manufacturer narrative:
(B)(4). An authorized third party service engineer replaced the display printed circuit board (pcb) and the ventilator worked properly.

Manufacturer narrative:
(B)(4). The display printed circuit board (pcb) needs to be replaced. A repair quotation was submitted to the customer and is pending approval.

Event description:
It was reported that during testing, a ventilators key pad buttons were not working. There was no patient involvement.